Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Surgeon did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the surgeon responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
Facebook complaint received: "after 15 years my lap band disintegrated into millions of small black pieces and it took a year for my incision to close without reopening for more black pieces to come out. It ate a hole into my stomach too. Weird thing is, I didn't have any symptoms. Now I have a gastric bypass but I don't feel any restriction with it. Doctor thinks it's possible nerve damage from the band. The surgeon that did my bypass last august said it took her several hours longer than normal just to clean up the scar tissue from the band. She said there were still a lot of black specks all inside of my abdomen that I will just live with."